Manufacturer narrative:
Complaint conclusion: it was reported that there was a small puncture hole in the avanti plus catheter sheath introducer and as a result there was significant oozing of blood through the sheath. Due to this, the patients¿ blood pressure dropped significantly. The doctor was able to salvage the situation by closing the wound, however, when saline was flushed through the sheath, a puncture hole was observed. The patient was noted to be stable. The access site was the femoral artery. Additional information indicated that there is a suspicion that the product may have already been used, repackaged and put back in inventory. It's confirmed a cordis product. The sheath has a deep nick/cut on its proximal end that is hard to miss. It seems to be made by a knife/scalpel. The patient's hospitalization was extended by 13 days. The patient was noted to have recovered. A non-sterile si avanti+ 7f std w/gw no obt was received for analysis inside a plastic bag. Per visual analysis, a rupture condition was observed on cannula sheath near to the collar. No other anomalies were found on the received component. The unit was sent to sem analysis to determine the cause of the rupture on the cannula sheath. Results showed that the material presented evidence of cutting characteristics as per the observed surface conditions. The pattern observed on the transversal section suggests that a sharp object induced the material separation observed. Additionally, evidence of elongations was observed on the separation surfaces. No other issues were noted during sem analysis. The unit was reviewed by the pet team, and it was concluded that there are controls to detect this type of defect. Images were also received which shows a nick/cut area on the body of a cordis 7f cannula. A review of the manufacturing documentation associated with lot 17664507 was performed and it was found that no defective units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. The event of "cannula - puncture/cut" reported by the customer was confirmed due to condition in which the unit was received. The exact cause of the reported event could not be conclusively determined. However, procedural/handling factors may have contributed to the reported event as shown by the results of the sem analysis. According to the product instructions for use, users are cautioned that if increased resistance is felt upon insertion or withdrawal of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi. Neither the product history record review nor the product analysis suggests that the reported event is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17664507 was performed and no issues were noted that were considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that there was a small puncture hole in the avanti plus catheter sheath introducer and as a result there was significant oozing of blood through the sheath. Due to this, the patients¿ blood pressure dropped significantly. The doctor was able to salvage the situation by closing the wound, however, when saline was flushed through the sheath, a puncture hole was observed. The patient was noted to be ok. The access point was the groin. Addendum ((B)(6) 2018) additional information indicated that there is a suspicion the product may have already been used, repackaged and put back in inventory. It's confirmed a cordis product. The sheath has a deep nick/cut on its proximal end, hard to miss. It seems to be made by a knife/scalpel. Access point was the fa (femoral artery). Addendum ((B)(6) 2018) additional information indicated that the patient's hospitalization was extended by 13 days. The patient was noted to have recovered.

Manufacturer narrative:
Complaint conclusion: it was reported that there was a small puncture hole in the avanti plus catheter sheath introducer and as a result there was significant oozing of blood through the sheath. Due to this, the patients¿ blood pressure dropped significantly. The doctor was able to salvage the situation by closing the wound, however, when saline was flushed through the sheath, a puncture hole was observed. The patient was noted to be stable. The access point was the groin. Additional information indicated that there is a suspicion the product may have already been used, repackaged and put back in inventory. The sheath has a deep nick/cut on its proximal end. It seems to be made by a knife/scalpel. Access point was the femoral artery (fa). The patient's hospitalization was extended by 13 days. The patient was noted to have recovered. One picture of a catheter sheath introducer 7f was received. Per visual analysis of the attached picture, no visible damages were observed on the unit. A review of the manufacturing documentation associated with lot 17664507 was performed and it was found that no defective units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. The complaint reported by the customer as ¿cannula- puncture/cut¿ was not confirmed since during the picture analysis no visible damages were observed on the catheter sheath. The exact cause of the event reported by the customer could not be conclusively determined since the product was not received for analysis. According to the product instructions for use, users are warned that this product is designed and intended for single use. It is not designed to undergo reprocessing and re-sterilization after initial use. Reuse of this product, including after reprocessing and/or re-sterilization, may cause a loss of structural integrity which could lead to a failure of the device to perform as intended and may lead to a loss of critical labeling/use information all of which present a potential risk to patient safety. Neither the product history record review nor the pictures review suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective and preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.